Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. An increase in complaints has been observed for lot 57607ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot 57607ud00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency with the alinity I free t4 for reagent for lot 57607ud00 was identified.

Event description:
The customer observed falsely elevated alinity I free t4 results for one patient. The following data was provided: serum sample: (B)(6) 2024 initial result = 3.23 ng/dl, repeat on a different instrument = 2.44 ng/dl. Plasma sample: (B)(6) 2024 initial result = 0.89 ng/dl, repeat on a different instrument = 0.88 ng/dl. Repeat sampling: serum sample: (B)(6) 2024 initial result = 0.83 ng/dl. Plasma sample: (B)(6) 2024 initial result = 0.86 ng/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results for one patient. The following data was provided: serum sample: (B)(6) 2024 initial result = 3.23 ng/dl, repeat on a different instrument = 2.44 ng/dl plasma sample: (B)(6) 2024 initial result = 0.89 ng/dl, repeat on a different instrument = 0.88 ng/dl repeat sampling: serum sample: (B)(6) 2024 initial result = 0.83 ng/dl. Plasma sample: (B)(6) 2024 initial result = 0.86 ng/dl. No impact to patient management was reported.